Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a faradrive sheath the "valve not closed" during preparation. The sheath was replaced with another sheath and the procedure was completed with no patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a faradrive sheath the "valve not closed" during preparation. The sheath was replaced with another sheath and the procedure was completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were found. The sheath was next functionally tested and no issues were found with its steering capabilities. Then, the sheath was tested for leaks and the sheath failed some of the positive pressure and vacuum pressure testing. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.